Manufacturer narrative:
(B)(4). The issue has been investigated for other complaints and the cause identified as follow; under system settings. If the system date format is set to international, "dd mm yyyy", the system continues to interpret the date as mm dd yyyy on the pt data entry (pde) screen. As a result, input of last menstrual period (lmp) is date formated as "mm dd yyyy" on the pde screen. A system misinterpretation of the date in the lmp field can cause calculation errors in gestational age (ga) and established due date (edd). There has been no reported injury or misdiagnosis. A health hazard eval was conducted october 3, 2013 and upon further investigation, it was determined that this issue could potentially lead to a clinician prescribing an unnecessary invasive exam. A fco was initiated on october 17, 2013. This issue has been reported to appropriate regulatory authorities. (B)(4).

Event description:
Report from customer in (B)(6) that the input field for last menstrual period (lmp) could only be inserted in the us format mm dd yy), in (B)(6) customers require a date format of dd mm yy.